Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (2g every five days, route and duration not reported) and gentamicin (20mg per day, route and duration not reported). It was not reported if pd therapy was ongoing. The patient outcome was unknown. No additional information is available.